Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or battery out limit alarm noted. Unit received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
The product code and common device name was not disclosed with the initial follow up report. The updated information has been disclosed in this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer tried to change the battery on the insulin pump and did not receive any alarms but now has a blank screen. Troubleshooting was performed. The display returned. The customer did receive a battery out limit alarm and then the screen went blank. The customer's blood glucose was 178 mg/dl. The insulin pump is returning.